Event description:
It was reported that post-operatively, the arm cart assembly (aca) triggered a non-recoverable error after the tilt button was pressed to move the aca back to 0 degrees. The issue was resolved after rebooting and recalibrating the aca. During the procedure, the drape grips were very loose, which caused recoverable alarms when the drape became stuck as the instrument drive unit moved downward. The procedure then continued normally after the drape alarm was dismissed and the drapes were readjusted. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicate that the error code 'arm failure: robotic arm motor state', which occurs when the commanded motor state and the actual motor state differ for more than one second was triggered. Also, error code 'arm failure with possible motion - subsystem robotic arm validation - redundant controller state check triggered, which occurs when the reported motor state or brake state does not match the defined controller modes. Additionally, the error code 'arm failure - non-recoverable - robotic arm brake state) was triggered, which indicates that the commanded brake state and the actual brake state do not match, triggering the robotic arm software to report a system recoverable inoperable_error and a subsystem non-recoverable inoperable_error. The field service engineer (fse) stated that the error codes indicated a bad connection between the z-slide and instrument drive unit (idu). The idu was reseated in an effort to resolve the issue. Evaluation of the two provided images shows the following error messages were displayed: "arm 4: warning: unrecoverable arm error. Follow other arm-specific notifications or remove the arm from use and power off the arm to continue.", "arm 4: danger: arm error. If the instrument is inserted, use the mechanical releases to remove it. If there is no instrument, power the arm off and then back on.", "arm 4: danger: arm error. If the instrument is inserted, use the mechanical releases to remove it. If there is no instrument, power the arm off and then back on." And "arm 4: danger: arm error. If the instrument is inserted, use the mechanical releases to remove it. If there is no instrument, power the arm off and then back on." Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.